Event description:
It was reported that the unit stopped working during surgery. There was a patient involved but no impact or delay reported. At investigation the device was noted to not stay on. Due diligence information complete as no additional information indicated.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone: (B)(6). G2 foreign: australia review of the most recent repair record determined the device stopped working; the motor speeds were out of specification on the low end. The motor, throttle gasket, spring pin, and e-ring were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.